Event description:
The rear rotation knob was stripped out on the device and unable to lock into position. The biopsy was completed with no patient consquence. The device was returned for service and repair.